Event description:
In the operating room, when the surgeon was removing the ethicon 11mm trocar, he noticed that a portion of the plastic tip was broken off. The broken portion was found on the abdominal wall at the incisional site by the surgeon. The device was placed in biohazard bag with the broken portion of the tip. There was no harm to the patient.======================manufacturer response for ethicon 11 mm bladeless trocar, (brand not provided) (per site reporter).======================they will conduct an investigation.